Event description:
The trilogy a30, flow gen device was returned to the manufacturer service center for field action: c&r 2021 05/06. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that there was no evidence of foam degradation in the device. The technician confirmed an error code in relation to (pt_high_press_critical_alarm vent_inop) was recorded in the event log. The root cause isn't confirmed at this time. The finding will not be further investigated due to the device will be scrapped. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.